Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 23007 experienced by the customer was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23007 appears when the da vinci s safety system determines, on startup, that one or more robotic joints on the manipulator did not make the prescribed test motion to within the specified tolerance. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The ecm was returned for evaluation. Engineering was able to replicate the customer reported system error code and found the axis 3 insertion drive to have loose bearings which casued the ecm arm to require significant force to move. All 5 bearings in axis 3 were replaced. As of december 30, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing for a da vinci s pharyngectomy procedure, the customer experienced a system error code 23007. The patient was under anesthesia and the port incisions had been made when the surgeon decided abort planned procedure. No patient harm was reported.